Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and follow-up report will be filed.

Event description:
Pump infused too fast. Emptied in approximately 28 hours instead of 67.5 hours. No adverse event occurred. Date of event: (B)(6) 2011.